Event description:
On (B)(6) 2023 an event was reported by carlsmed's director of sales, (B)(4), regarding dr. (B)(6) case with lot code, 230504.bk.01 performed on (B)(6) 2023. The case was planned with a single level l23 aprevo tlif-oblique (left sided approach). The date of the event was (B)(6) 2023. During the placement of the l23 tlif-o intervertebral body fusion device (referred to as the 'device' in this section), the device rotated medially towards the spinal cord. The corner edge of the device came into contact with the anatomy of the spinal cord, resulting in a dural tear. The tear required intervention, and the surgeon spent an additional 10-15 minutes to repair the dural tear. It was reported that the device was fully seated and threaded onto the instrument. According to the surgeon, the patient is in good condition with no reports of any long term symptoms.